Event description:
The subject device was used during an laparoscopic paraesophageal hernia repair. After about 2 hour use, the ptfe pad of the device was separated. There was no pt injury reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). Omsc couldn't conclusively determine the exact cause of this issue. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section.